Event description:
International affiliate reports that inspection of a returned loan kit found the tip of the x15 torque driver had broken off from the instrument.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned torque driver confirmed distal tip breakage. An optical image of the fractured surface revealed plastic deformation and ratchet markings stretching in a circular pattern, indicative of static fracture due to shear torsional overloading during screw tightening. Scanning electron microscopy confirmed that breakage likely occurred due to high torsional shear loads. No material or manufacturing defects were noted. Review of incoming inspection records found no discrepancies. Although no definitive conclusions can be made, the tip breakage is indicative of the application of a high torsional load during screw tightening which appears to have caused tip breakage. At this time, the complaint is considered to be closed.